Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested events are detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During evaluation foreign material was found inside the air/water tube and air/water cylinder. The origin or type of material could not be determined. The customer non reportable issue was confirmed due to corrosion on plug unit. Additionally, the evaluation found the following non-reportable issues: the suction cylinder had no color, an e227 scope communication error due to corrosion on the terminal of electrical connector; the plug unit, micro connector unit in suction connector and cable unit were dirty due to water leakage; the play of right/left knob and the play of up/down knob were out of the standard value due to the wear of the angle wire; plastic distal cover was dented, adhesive on bending section cover was detached and the connecting tube was scratched. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was scope error 217 displayed while using colonvideoscope. The issue was found during preparation for use for an unknown procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found the air/water cylinder with foreign material and the air/water tube with foreign material. No reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.